Event description:
A doctor reported that he has observed glistenings in the implanted intraocular lenses (iol) of two patients. The doctor was unwilling to provide further info.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. The surgeon was unwilling to provide further info. (B)(4).